Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with pump. Customer's current blood glucose value was 377 mg/dl and the blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6). The blood glucose value when admitted to hospital was 600 mg/dl, 575 mg/dl and 591 mg/dl. The customer complained about hyperglycemia. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the quick release. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.